Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without in incident sometime in 1997. Approx one year post procedure, the pt returned with urethral erosion of the sling material, irritable voiding and urgency. The sling was removed on 7/16/98 without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials...urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure."